Event description:
It was reported an infection occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). During a visit to the hospital for unknown reasons, the patient was admitted due to recurring methicillin-susceptible staphylococcus aureus (mssa) infection. Transesophageal echocardiogram (tee) revealed the presence of vegetative material on the surface of the closure device. The patient was admitted to the hospital in response to the infection and remains in stable condition. The patient had 5 blood cultures come back positive for mssa, with the most recent culture being negative. The physicians are continuing to evaluate the patient condition. The patient is not a good surgical candidate at this time, so they are not planning on surgical removal at this time. They are still deciding on any interventions that may be needed.